Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. The device was found to have an expired non-olympus lamp in use and a worn out connector with debris inside. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the error likely occurred because of the endoscopes that were used in combination with the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. As the evaluation has not been completed at this time, no results are available. In follow up communication with the user facility, it was reported to olympus that after extensive troubleshooting, the problem was isolated to 2 scopes and the scopes are believed to be the cause of the reported problems. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that they were getting a "b30" scope communication error, "e216" scope communication error and sometimes the image was distorted and lost. This report is submitted due to a report of "b30" scope communication error. There was no patient injury, associated with the problem, reported to olympus.